Event description:
The facility's biomedical engineering department reported an infusion pump that "failed" during patient use. The pump was reported to be infusing unknown medication to a sedated patient when the failure occurred. Reportedly, the pump alarmed with a high pitch noise and failed. According to the facility's risk manager, no patient injury has been reported. Depsite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, medications involved, or set up of the infusion device.